Manufacturer narrative:
Originally, co did not expect to receive this device back for eval. This was based on communications with the user facility. Device was returned & product eval was performed. Testing indicated that the unit was functioning normally.

Event description:
Laparoscopic procedure being performed. Dr had trouble visualizing the gall bladder on obese pt. He levered the trocar and pushed the scope farther into pt. In doing this the light post contacted skin and caused a second degree burn at the site of entry.